Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular connector of the external pulse generator(epg) was damaged. The device has not yet been received for service. There was no patient involvement recorded with this event.

Manufacturer narrative:
Analysis was able to confirm the customer comment of the output connect assembly being broken. The upper case was also found to be broken. All defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the connector block was broken. The device was returned for servicing.